Event description:
A (B)(6) male with normal pressure hydrocephalus underwent codman ventriculoperitoneal shunt placement on (B)(6) 2014. (Device implanted" codman hakim programmable valve - (B)(4), lot # crjbl1, exp 06/01/2019). He returned to the operating room on (B)(6) 2015 due to failure of this device. Upon entry the surgeon was "able to see the valve and there was a complete disconnection between the antisiphon and valve part; the whole valve was disconnected from the proximal and distal catheters; both catheter were explored and found to be pt"(per md operative note). The device was replaced with another codman ventriculoperitoneal shunt (codman hakim programmable valve; (B)(4); lot# cmfb8r, exp 04/01/2016. Codman right angle connector (B)(4), lot # 470118, exp 11-2017. Codman straight connector (B)(4); lot # 305712; exp 12-2018). On (B)(6) /2015, the pt was returned to the operating room for shunt device failure. It was discovered that the same failure had occurred with the replaced product; "a complete disconnection between the antisiphon and valve part". At this time the device was replaced with another manufacturer's product.